Event description:
Litigation papers allege pain, metal toxicity and elevated metal ion levels. Ppd also received. Comment: there is a side discrepancy. The ppd states the left side, while litigation states the right. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.